Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Patient's mom reported that the IV scig 26g 6mm high flo needles had something brown inside. Mom stated the patient did not use those needles. They were thrown away when she saw that it was inside needles. Unknown if patient missed a dose. Unknown if adverse event occurred. No additional information available. Lot number and expiration date were unknown as not reported. Reported to (B)(6) by: patient/caregiver.